Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 7 coils left: 4 coils. Discrepancy noted as removal date 14oct2011 . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on an unknown date: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Lot number was added. Lab tests, reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation.') In an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The patient's medical history included uterine fibroid and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: 7 coils left: 4 coils. Discrepancy noted as removal date (B)(6) 2011 , (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy test negative. Lot number:869763 manufacturing date:2011/06 expiration date:2014/06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter information added. Event medical device removal updated to event excessive menstruation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 7 coils left: 4 coils. Discrepancy noted as removal date (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy test negative. Lot number:869763 manufacturing date:2011/06 expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and ovarian cyst ("right ovarian cyst") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was hospitalized from (B)(6)-2017 to (B)(6)--2017. The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6)-2017 and right ovarian cystectomy on (B)(6)--2017). Essure was removed on (B)(6)--2017. At the time of the report, the menorrhagia, uterine leiomyoma and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)--2011: a survey of the endometrial cavity demonstrated: a normal cavity with no lesions. Upon determining that the patients anatomy was suitable for micro-insert placement, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 7 coils left: 4 coils. The patient tolerated the procedure well. Pathology test - on (B)(6)--2017: specimen: uterus. Cervix. Bilateral tubes. Right-sided simple ovarian cyst findings ¿ fibroid uterus, approximately a 5-cm simple right-sided ovarian cyst, 2-cm simple left ovarian cyst, two small paratubal cysts on the left side and the left ovary is mildly adherent to the pelvic sidewall. Bilateral ureters noted to be peristalsing at the end of the case. Pregnancy test - on (B)(6)--2011: pregnancy test negative. Lot number:869763 manufacturing date:2011/06 expiration date:2014/06 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)--2020: dates of essure insertion and removal updated. Events added fibroid uterus. Right ovarian cyst. Pathology result added, hospitalization for essure removal on (B)(6)--2017 a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.